Manufacturer narrative:
(B)(4),

Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed due to (0.21 vdc). Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was not found for serial number 8mk6qp within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. The reported event of loss of connection is reportable based on there were no errors present on the log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.